Event description:
Reportable based on analysis completed (B)(6) 2012. It was reported during unpacking before a percutaneous coronary intervention catheter damage was noticed. The mach1 guide catheter was twisted and squashed in its packaging. Another device was used to complete the procedure and the patient remained stable. However, device analysis revealed exposed braiding protruding through the catheter.

Manufacturer narrative:
Device evaluated by MFR: the mach 1 guide catheter was received with no original packaging. There was shaft damage 1-2 cm from the tip. There was exposed braiding protruding through the shaft 0.5 and 1 cm from the tip. There was blood on the outer surface of the shaft near the exposed wire. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).